Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure subject balloon burst when the device was inside the patient vasculature. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added . D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual testing as well as functional testing cannot be performed as the subject device is not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there were no anomalies noted to the device prior to use, the device was prepared as per the dfu, continuous flush maintained, the patients anatomy was averagely tortuous, the correct inflation medium was used to inflate the balloon as per the dfu, the device was not inflated over nominal pressure or excessive pressure used, and the balloon was able to be successfully inflated during preparation. As the device was not returned for analysis and a review of all available information fails to indicate a cause or probable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint reported for balloon burst/ruptured during use.

Event description:
It was reported that during the procedure subject balloon burst when the device was inside the patient vasculature. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.